Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be replicated. The cause of the reported issue was an inoperable cassette detect sensor located on the downstream sensor. The reported issue was resolved by replacing the downstream sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the 12 month period.

Manufacturer narrative:
(B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beeping without cassette attached.